Manufacturer narrative:
The manufacturer did not receive the device for investigation. No x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta ceramic femoral head, m, 32/0, taper 12/14 on the left side in (B)(6) 2011 (assumed date: (B)(6) 2011) and underwent a revision surgery in (B)(6) 2015 (assumed date: (B)(6) 2015) due to loosening. Note 1: this is a bilateral patient, the right hip is treated in (B)(4). Note 2: this is a split case with zimmer (B)(4)., (B)(6), case (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient was revised due to loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents have been received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover, the reported event states that the patient was revised due to loosening. This is with high probability not due/related to the head. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the head is with high probability not the cause of the reported loosening. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional: model #/lot # update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative additional information for this case was received and the investigation as updated. All information is in this MDR. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that the patient underwent revision surgery of the left thr due to loosening after 4 years 6 months in vivo time. The complaint is reopened due to additional information received. The patient wants to learn if her implants are part of a recall as her doctor told her to check. She has had a lot of problems. Surgical reports showed that the revision surgery was due to painful left hip, greater trochanter bursitis, iliopsoas tendinitis, and cup loosening. Review of received data - no x-rays were received for the investigation. However, the review of the radiology reports take place below. - primary surgery report (right) dated (B)(6) 2010: pre-op diagnosis: right hip painful development dysplasia of hip, acetabular side. Obesity. Bipolar disorder. Operation: report explains the surgical procedure. The chosen stem allowed various head and neck length options. Slight leg length increase noticed, purposefully a retroverted neck due to the degree of anteversion on her native bone and position of the press-fit stem in her canal. Ten (10)warsaw degrees of anteversion was obtained. -doctor visit (right) dated (B)(6) 2010: hip incision healing well. Remaining staples removed. Do's and dont's instructed to the patient. -doctor visit (right) dated (B)(6) 2010: patient states her right hip is doing fine. No major problems. A little stiff when she first starts out. Shea has pain on her left hip. Her right leg is clinically longer than her left by a few millimeters. -implantation surgery report (left) dated (B)(6) 2011: pre-op diagnosis: left hip painful, bipolar disorder, obesity. Operation: zimmer devices were implanted without any observed abnormality. Leg length equalization performed by elevating the femoral neck 90 degrees flexion, 75 degrees internal rotation without instability. Abduction was then restricted to 45 degrees. -doctor visit dated (B)(6) 2011: she feels different than the contralateral side with regard to pain level. She shows good abduction balance on the right side. The left side is still weak. -radiology report dated (B)(6) 2014: findings: no significant joint fluid. No fluid along the intramedullary stem via the right or left hip tha. No signs of loosening at the femoral and acetabular components. No findings to suggest pe wear induced osteolysis. No prominent fluid collection. There is symmetrical hypodensity just deep to the pseudocapsule bilaterally which may represent debris from so-called pe wear induced synovitis impression: subtle findings possibly representing pe wear induced synovitis with small amount of debris. No other abnormalities observed. -doctor visit dated (B)(6) 2015: patient has much pain on the left hip, more than the right side. Pain is located at bilateral greater trochanter and groin region. Examination: no swelling at bi-hip. No sign of infection. Tenderness to palpation at bi-greater trochanter, left is worse than right. Abductor muscle strength is significantly reduced. MRI shows no pseudotumor at bi-hip. X-rays requested. -radiology report dated (B)(6) 2015: findings: intact pelvic ring without abnormality. No fracture. Bilateral hip prostheses are noted in good position. No lytic or blastic lesions of bone are present. Both thr shown to be in good alignment. No evidence of loosening or infection bilaterally. No dislocation or fracture. Stem is in good position within the medullary cavity. Impression: normal appearing bi-thr. -doctor visit dated (B)(6) 2015: x-rays show implants in good alignment. Mild pe wear on left tha. No osteolysis or dislocation. Radiolucency noted at zone 2 and 3 of left acetabular cup. Assessment: painful hip, left is worse than right. Bilateral greater trochanter bursitis. Plan: patient is necessary to have aspiration of the left hip by radiologist. -radiology report (left) dated (B)(6) 2015: operation: fluorospically guided aspiration of the left hip -doctor visit (left)dated (B)(6) 2015: the culture of the aspiration by the radiologist is negative. Plan: steroid injection on left greater trochanter applied and made the pain disappear on left side according to the patient. Follow-up in 4 weeks. Doctor visit (left)dated (B)(6) 2015: x-ray shows left hip acetabular component is with a small anteversion. Some pe wear, about 20% of the acetabular component was not covered by the host bone. Radiolucency at zone 2 and 3. Plan: steroid injection. Follow up in 2 weeks. -doctor visit (left) dated (B)(6) 2015: patient states she experienced pain relief for only 2.5 days after the steroid injection. After the pain started again. Plan: x-ray of left hip shows anteversion of the cup is about 0 degrees. The iliopsoas tendinitis possibly caused by the malpositioning of the cup. Left thr revision is suggested. -revision surgery (left hip) report dated (B)(6) 2015: pre-operative diagnosis: left failed hemiarthroplasty, painful hip, greater trochanter bursitis, iliopsoas tendinitis indication for surgery: x-ray left hip shows radiolucency around the cup and the stem is prominent. Offset is short. Operation: shell observed to be loosened. Large bursitis around greater trochanter is seen and bursa tissue was excised. Zimmer kinectiv modular neck with versys femoral head were implanted along with stryker components. Femoral stem was not revised ap view x-ray showed implants are in good position. -radiology report dated (B)(6) 2015: x-rays show bilateral hip prostheses are both in good alignment. No fracture or loosening. Cup left side is in good position and alignment. -radiology report dated (B)(6) 2015: x-rays show bilateral hip prostheses are both in good alignment. Pelvic rings intact without abnormality. No fractures. Good position and alignment of both tha. -radiology report dated (B)(6) 2015: tha left in anatomic alignment. No loosening or fracture or pathologic process. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: - increased wear particles from articulation, osteolysis due to inappropriate design concerning tribological performance => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. -mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: as no x-ray was available. -mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product combination was allowed. -loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: no product was received for the investigation to confirm. Moreover, the correct handling of the device is not under control of zimmer biomet. Conclusion summary the patient has bilateral thr and a long history of problems with her hip. For the investigation of the case the whole history of the patient including the surgical report, office visit notes, and radiology reports were received. For the sake of completeness, the medical history of the patient for both left and right side hip is included in the review of this complaint. Patient was revised due to the painful left hip, greater trochanter bursitis, iliopsoas tendinitis, and cup loosening on left thr. Radiology reports before the revision surgery showed the existence of the pe wear and radiolucency at zone 2 and 3. About 20% of the acetabular component was not covered by the host bone. The iliopsoas tendinitis was indicated to be possibly caused by the malpositioning of the cup. Revision surgery confirmed the loosening of the shell. The components except of the stem were revised. No abnormalities regarding the biolox ceramic head was indicated. Biolox delta ceramic head is checked whether there was a recall for this specific batch upon the request of the patient and it is found out that the product was affected by a field action. Zimmer biomet had identified a subset of products that were manufactured prior to mid-2012 and packaged in a specific configuration that failed a packaging test due to potential compromise of the inner sterile tray. The packaging of the device has a double sterile barrier and there are no known incidents where the outer tray was compromised, which means that device remains sterile when delivered during the surgery. This recall is not related to sterility concerns, but rather the removal of any unconsumed product given that the packaging may not have the double sterile barrier as intended. Risks of this issue include a possible slight delay in surgery while another product is obtained in case a compromised tray is detected or a possible periprosthetic infection in case an unlikely breach in both the inner and outer trays were to occur and is not detected, and there is contamination present. After the review of the medical history of the patient it is confirmed that the patient did not have any issues regarding an infection. So it is clear that the ceramic head, which was affected by this recall, did not lead to any possible abnormal event due to compromise of the packaging. Revision surgery report indicated the main reason of the surgery as loosening of the shell. It can be said that a possible wear due to the contact between the head and liner might have led to radiolucency observed as it was confirmed that there was pe wear. A handling error during the primary surgery, i.e. Particles left between the articulation, could have played a role in this issue. However, since the product was not received for the investigation it is not possible to further comment on this cause. For the investigation of zimmer biomet (B)(4) implants please see (B)(4) ((B)(4) split case). Additional information received did not lead to a new conclusion. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Manufacturer narrative:
The devices were not returned for investigation. Op notes, op reports and patient history have been provided. The re assessment of the investigation has been initiated. Once it is finalized an updated report will be submitted. (B)(4).

Event description:
Additional information was received on june 30, 2016. It has now been reports that he device was implanted on (B)(6) 2011. The patient was revised due to pain, cup loosening, trochanter bursitis and iliopsoas tendinitis . Wear and radiolucency at the acetabular cup was also reported in the surgical notes.